Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported the patient presented with a fistula on the left side. The surgeon treated the patient with antibiotics however, the fistula returned. The surgeon decided to remove the devices.

Event description:
It was reported the patient presented with a fistula on the left side. The surgeon treated the patient with antibiotics however, the fistula returned. The surgeon decided to remove the devices.

Manufacturer narrative:
The reported event cannot be confirmed as the surgeon and the rep did not provide any lab results that showed the device was infected. This patient received bilateral joints on (B)(6) 2022. However, the patient developed a fistula along the preauricular incision three months later and presented to the surgeon for treatment. The surgeon took the patient to the operating room to treat the fistula. He did drain a small amount of clear fluid, but intermittent and minimal. However, it was tracked down to the condyle. The surgeon cleaned it out as well as possible with betadine and reclosed it. He asked the rep if there is any protocol that he should do when treating a fistula in conjunction with a joint. The engineering department commented that a superficial fistula could be managed, but it is worse if it tracks to the implants. They recommended that stryker's clinical consultant review this case. Stryker clinical consultant reviewed that case and reported a biofilm infection; therefore, he recommended to remove both components, place an antibiotic spacer, and to keep the patient in mmf, and to prescribe parenteral (pic line) or oral antibiotic medications for six weeks. The surgeon confirmed the stryker clinical consultant¿s view and plans to remove the left side soon. Overall, this investigation did not show any device failure, malfunction, or other performance issues. No additional information was received, so the reason for this reported unspecified infection could not be determined.